Event description:
It was reported that, increased capture thresholds were noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that loss of capture was noted on the rv lead.